Manufacturer narrative:
The suspect collimator was received by the manufacturer for evaluation. Visual inspection found that the shipping brackets included were not installed. The collimator was installed into a known operational imaging system and a collimator error appeared. The collimator would not respond when prompted by the user, indicating it seized. This confirmed a mechanical issue due to the collimator locking up.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the medtronic representative suspected that the imaging system's collimator caused the reported event. Replacement of the collimator resolved the issue. No further issues were reported. Returned collimator was received and is currently under analysis by the manufacturer. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that they received the error message 'error initializing collimator' on the imaging system's pendant. There was no patient present when this issue was identified.